Event description:
Healthcare professional reported a left side rupture discovered during surgery and capsular contracture, baker grade ii. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell, underweight, red particles in gel, flat creases. A microscopic analysis was performed which identified; broken shell with sharp edge where is localized stresses induced on radius side assessed as surgical impact(a dimension measurement in the shell was performed which identify the thickness within specification) and stress marks assessed as non penetrating nicks. Based on the device analysis the final assessment is: broken shell with sharp edge where is localized stresses induced assessed as surgical impact. Additional, changed, and/or corrected data: b.5, d.9, g.1, h.3, h.6.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 15/oct/2018. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: left side possible rupture and capsular contracture baker grade ii.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.